Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis with blood glucose of 393 mg/dl. Customer had other specified other relevant blood glucose level of 275 mg/dl. The customer¿s mother stated that the insulin pump was under delivering. The customer declined troubleshooting. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches.